Manufacturer narrative:
Reporting institution phone number - (B)(6).

Event description:
During periodic maintenance, the service engineer reported that the navigation ring was unresponsive. The device was not in clinical use. There was no report of patient or user harm or injury.the service engineer replaced the front bezel which had a navigation ring, and the issue was resolved.